Event description:
The ambulance crew attempted to use the device to administer a shock to a patient diagnosed in cardiac arrest. The device reportedly displayed a connect electrodes warning message and use of the defibrillator was inhibited. The patient was not resuscitated.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to an open high voltage wire in the therapy cable. A replacement therapy cable was provided to the customer.